Event description:
It was reported that the customer received ongoing excessive no delivery alarms. Customer's blood glucose level at the time was 6.1 mmol/l. The customer received the alarm while trying to bolus. Explained to the customer that the alarm was a safety alarm. The customer had already gone through troubleshooting with the united states helpline and did not want to troubleshoot again. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.